Manufacturer narrative:
Product ID: 3898, serial# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: 3898, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported there was high impedance. There was a sudden increase in impedance of the 4 plots of the lead. No action was taken because there was no change in stimulation. It was further reported there was partial deterioration of the lead with more than 3 operational plots. The patient had persistence of pain and no action was taken. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.